Event description:
It was reported that the patient underwent an intracept procedure and the physician noticed that the curved cannula was missing some of the peek material. The peek became rigid and was torn after one level. A bit of the peek was broken off when the physician tried to wheel up the j-stylet into the curved cannula assembly. A different curved cannula was used for ablation on the next level, however, the peek was also missing. It was noted that hard bone was encountered and the procedure was completed as scheduled. The devices were discarded by the facility and will not be returned for analysis.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A risk review of the intracept access instruments 2 vb was completed and confirmed that the event of sheared peek distal tip was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The curved cannula was disposed of and was not returned for analysis. Therefore, a physical analysis has not been conducted in our laboratory. Record review revealed no additional information related to the reported event. As a result, the reported event of the curved cannula sheered peek could not be confirmed.

Event description:
It was reported that the patient underwent an intracept procedure and the physician noticed that the curved cannula was missing some of the peek material. The peek became rigid and was torn after one level. A bit of the peek was broken off when the physician tried to wheel up the j-stylet into the curved cannula assembly. A different curved cannula was used for ablation on the next level; however, the peek was also missing. It was noted that hard bone was encountered and the procedure was completed as scheduled. The devices were discarded by the facility and will not be returned for analysis.

Event description:
It was reported that the patient underwent an intracept procedure and the physician noticed that the curved cannula was missing some of the peek material. The peek became rigid and was torn after one level. A bit of the peek was broken off when the physician tried to wheel up the j-stylet into the curved cannula assembly. A different curved cannula was used for ablation on the next level, however, the peek was also missing. It was noted that hard bone was encountered and the procedure was completed as scheduled. The devices were discarded by the facility and will not be returned for analysis.